Event description:
Patient had a mitral valve replacement. She did well for the first 6-8 months and then presented to the surgeon with increasing shortness of breath and dyspnea on exertion. An echocardiogram confirmed by a transesophogeal echocardiogram (tee) showed she had severe central mitral regurgitation. An intraoperative tee confirmed that the leaflets were not moving properly. She returned to surgery. When the heart was opened and the valve was explored it was found that the two anterior leaflets were fully mobile as expected. The posterior leaflet was very rigid and the edge was actually curled over on itself, but no functional abnormality, there was no abnormality from a technical standpoint from the perspective of the surgeon. There were no sutures looping underneath it creating the defect. After this examination, the valve was excised and replaced with a 27 magna valve.